Event description:
It was reported that there was a tear on 1/3 of the reinfusion bag causing blood to leak out. Approximately 150 cc of the blood which leaked was discarded. Bagged blood was used on the pt. A doctor came into contact with the blood but this did not require any medical intervention.

Manufacturer narrative:
The device will not be returned to the MFR for evaluation.